Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out-of-range (oor) shocking lead impedance measurements of 17 ohms. Lead manipulation was performed however, no noise was observed. A chest x-ray did not reveal any abnormality. Two weeks later, a remote follow-up was done and the shock impedance was within normal limits. No noise was observed however several premature ventricular contractions (pvcs) were noted. A lead insulation issue is suspected however at this time the patient will be monitored and no intervention is planned. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.